Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. There was no display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the lcd window corners, and battery tube threads. The pump was received with a missing end cap sticker and a scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had fallen in the water. Customer's blood glucose was 6.7 mmol/l. Customer stated that they forgot they had the insulin pump on. Customer reported there is fluid under the lcd display. Customer stated that the pump was not dropped. Customer stated that the pump is changing menus without customer interaction. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.